Event description:
In early 2008, the primary surgery was performed for degenerative scoliosis. On seven months later, the rods on both sides fractured. On twelve days later, the patient had revision surgery which the rods were replaced using a rod-to-rod clamp. The hospital will not provide x-rays due to their privacy policy.

Manufacturer narrative:
Additional information has been requested and if made available will be reported on a supplemental. The method, result, and conclusion codes will be provided on a supplemental following engineering evaluation.